Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the flush tube became kinked due to necessary movements with the sheath, and the connected infusion pump repeatedly triggered an occlusion alarm. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file and the 10fcc13 sheath with lot number 0012866911 was returned and analyzed. The image file showed a sheath handle with a kinked side port tube during a procedure. Visual inspection of the shaft area was performed. No anomalies were identified; the shaft was intact with no apparent issue, kink, or damage was observed on the surface. Visual inspection of the handle area identified a kink at the side port tube. The steering mechanism and deflection tests were performed; no anomalies were discovered. Performance/leak testing was performed. Pressure and aspiration tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issues. The syringe pressure test was also in the acceptable range. Verification testing confirmed that the tubing continued to allow fluid to flow and that the device functioned as intended. In conclusion, the reported side port tubing kink was confirmed during image file analysis and testing. The sheath failed the returned product inspection due to the side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.